Manufacturer narrative:
Saiph implants were explanted on (B)(6) and were disposed of by the facility. The device history record relating to the manufacture of part 193-784 cannot be performed as the lot number of the explant was unable to be provided by the facility. It was confirmed that the reason for the required revision was due to patient ligaments becoming loose. The revision procedure was completed successfully. 16apr19: additional information has been provided stating that the original surgery was performed in 2006. Also that during the revision procedure a thicker bearing did not resolve the issue and that (during the same procedure) all the matortho implants were explanted and replaced with a revision system from another company.

Event description:
A notification was received on 20feb19. " a booking was made by (B)(6) on (B)(6) 2019 for a case on the following week ((B)(6) 2019). The booking was for a patient who required a saiph polyethylene exchange. (B)(6) provided matortho with the saiph components that the patient had in-situ to enable the correct size polyethylene inserts to be sent for the case (size e - blue). On arrival at (B)(6) on (B)(6) 2019, I checked the implants and discovered that a set of green e inserts had mistakenly been sent. As such the case could not go ahead and had to be cancelled." Matortho reference: (B)(4).

Manufacturer narrative:
Saiph implants were explanted on (B)(6) 2019 and were disposed of by the facility. The device history record relating to the manufacture of part 193-784 cannot be performed as the lot number of the explant was unable to be provided by the facility. It was confirmed that the reason for the required revision was due to patient ligaments becoming loose. The revision procedure was completed successfully.

Event description:
A notification was received on (B)(6) 2019. "A booking was made by mr toms (consultant, (B)(6) hospital) on (B)(6) 2019 for a case on the following week ((B)(6) 2019). The booking was for a patient who required a saiph polyethylene exchange. (B)(6) (surgical practitioner, (B)(6)) provided matortho with the saiph components that the patient had in-situ to enable the correct size polyethylene inserts to be sent for the case (size e - blue). On arrival at (B)(6) hospital on (B)(6) 2019, I checked the implants and discovered that a set of green e inserts had mistakenly been sent. As such the case could not go ahead and had to be cancelled". Matortho reference: (B)(4).